Event description:
During the implant procedure, while tunneling using the inspire tunneler, the external jugular vein was inadvertently nicked, and the patient experienced bleeding. Surgeon located the source, applied pressure, cauterized the vessel, and packed the area with surgicel to achieve hemostasis. This resolved the issue.